Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, due to one or more cycles advancing to the next fill when a slow/no flow occurred above the minimum drain volume threshold. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The patient contacted baxter's technical service center regarding feeling overfilled, which occurred on the homechoice (hc) during use, during fill 5 of 5. The current fill volume equaled 1313ml. The current ultrafiltration (uf) equaled -555ml. The technical service representative (tsr) reviewed the programming and the fill volume was set to 1600ml and the last fill volume was set to 0ml. The patient stated he felt like he was overfilled. The patient stated he has not been draining well when he lies on his left side so he has been trying to make sure he does not. The tsr explained the drain logic and put the patient into a manual drain. The drain volume equaled 2647ml before the hc went to stopped fill. This event met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported iipv. The rn stated that she was aware of this event. She stated that therapy has been going fine since then. No patient injury or medical intervention was reported.